Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2015 with the following findings: a battery compartment crack was observed. Leak testing revealed a battery compartment leak and a case seal leak. No moisture was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, battery compartment leak, and case seal leak. This report is made based on results of the investigation performed on 12/04/2015.